Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not emitting tones when a magnet was placed. The patient was later seen by an electrophysiologist and the recent transmission presented inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and therapy was exhausted. A boston scientific representative planned to follow-up with the patient's physician. This device remains in service. No additional adverse patient effects were reported.